Event description:
It was reported that inappropriate high voltage therapy due to intermittent oversensing was noted via a merlin transmission. Chest x-ray revealed that the lead had dislodged. The lead was successfully repositioned. The patient had no adverse effects following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.